Manufacturer narrative:
(B)(4). The reported device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that suture placement was successful in a common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was 6f and the vessel was mildly calcified. Reportedly, there was difficulty when rewiring the perclose proglide device after suture placement. The device was rewired and the first proglide was removed. A second perclose proglide suture was also placed successfully in the artery. The sheath size was upsized to 22f for the evar procedure. After the evar interventional procedure hemostasis was achieved using the sutures of the two perclose proglide devices. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.